Event description:
It was reported that during a colon procedure, broken jaws: the instrument blocked and one jaw broke. It fell into the patient, but was removed with a grasper. Surgeon used another like instrument. No patient consequence.